Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's husband. Patient expressed extreme dissatisfaction with the patient's current ins product. Patient's husband was upset because they didn't understand why they were being sent a letter, as they thought everything should have been documented and taken care of since the patient has had ins devices for many years. Patient's husband said it was inappropriate to send a letter when [manufacturer] should know all of the experiences the patient had. Patient services reviewed that medical documentation at the healthcare provider (hcp) office is not documented in our system and our letter was to clarify information to improve product. Patient's husband confirmed understanding and then proceeded to read off questions in letter. When asked if they were describing issues with therapy or symptom control or was it the device/malfunction/output issue, etc, they said both answers are true. This particular device did not have effective stimulation (did not give therapy relief) and the battery life cycle (percentage of ins battery charge) was "abysmal". The internal battery could run down in a week and they were told it would be longer than that and same with the [handset]. Caller said they would charge the [handset] and a couple of days later it would be down to 10%. Caller said they must've gotten a very old generation [handset] because it didn't charge or have enough battery to support what it was used for and it was terrible. Caller said they told the rep about this from the very beginning and the caller said they were angry no one took careof fixing this issue (with the handset charging). When asked if this caused by normal battery depletion, they said the battery depletion was excessive (the percentage of charge the ins had before having to recharge). Caller said the device wasn't stimulating enough to give therapy relief when the ins battery was charged. Caller said maybe it was the number of leads the patient had that wasn't enough. When asked was the cause of the device to stop working determined, they said no. When asked what st eps were or will be taken to resolve the issue, they said no idea, that's up to [manufacturer]. Caller said the rep should've followed up with the hcp and with the company after helping troubleshoot to fix the issues. When asked whether they experienced urinary retention prior to the device, they said yes. That is why the patient got the ins devices. When asked if the retention worsened as a result of the ins therapy, they said yes. When asked was catheterization standard care prior to the device, they said yes. Caller also mentioned that the ins was turned off months ago because it wasn't effective. Caller mentioned extreme dissatisfaction with [handset]. Caller said sometimes it would only take minutes to charge and sometimes it would take 25 minutes to charge. Caller said they've complained about the issues the patient had been having and no one did anything about it so they are very dissatisfied with the ins. Patient services did review the role of the rep assigned to a territory and that rep is not medically trained. Caller did confirm rep helped with troubleshooting, connecting to ins and reprogramming since the beginning but did not address the issue with the handset not holding a charge. Caller said that previously the hcp did say the device was not working well for patient and caller expressed they were unhappy with that from hcp. Caller said they will be following up with hcp at appointment scheduled in two months.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they went to get an MRI yesterday but was unable to connect to the implant. Caller states they don't remember the exact message but it was something like "it couldn't find it." Caller states they tried again last night to connect with the handset/communicator and the recharger, and they were still was unsuccessful. Caller states they made sure the pt's implant was charge to 30% before they went to the MRI appointment. On the call pt services had caller initiate a charging session. Caller states reported seeing a recharger not found message and confirmed this is the message they keep seeing. The following troubleshooting steps were performed: closed out of all running applications, reset the recharger, reset the handset, . Additional troubleshooting information: caller had to reset the recharger twice, cleared the 3167 message and when then cleared the not found message. The troubleshooting steps that were taken on the call resolved the issue and pt was seeing excellent connection. Caller mentioned it did jump off and was seeing recharger inactive at one point on the call. Pt reset the recharger once more time and was able to establish an excellent connection again. Caller agreed to continue charging ins until it's fully charged and then will try connecting to the ins with the handset and communicator. Caller will call back if they continue to have issues. Pt services also provided caller with ts number for MRI facility if they run into issues again. Caller also mentioned they ended up shutting off the device months ago because it never worked for the pt and that the pt needs to catharize mostly.